Event description:
Swelling was little bit swollen/swelling got worse [joint swelling]. Knee pain [arthralgia]. Could barely walk [gait disturbance]. Foot (same side of the knee) is all swollen [odema peripheral]. Spontaneous report was received on (B)(6) 2012 from (B)(6) female patient. The patient¿s medical history was significant for previous medical device implantation with three injections of synvisc and they were fine. On (B)(6) 2012, the pt again received treatment with synvisc (hylan g-f 20) injection, 2 ml, one per week and everything was ok. The lot number for synvisc was not provided. On (B)(6) 2012 (friday, in morning), her knee was just a little bit swollen. At 2:30 p.m., the patient received second injection, but as soon as she received second injection, the swelling got much worse. On the same day, the patient developed knee pain that she could barely walk on it. The following day on saturday, the patient went to the emergency room and got some medication. The patient reported that she got a bit better after the medication (her knee was less swollen but still hurting). On (B)(6) 2012, the patient felt her foot (same side of the knee) was all swollen. The patient also stated that she did not want to receive her third injection. Action taken with synvisc was not provided. The patient had not yet recovered from the events of ¿swelling was little bit swollen/swelling got worse¿, knee, ¿could barely walk¿ and ¿foot (same side of the knee) was all swollen.¿ concomitant medications were not provided. The intensity for all the events was not provided.

Manufacturer narrative:
Eval summary: the qa (quality assurance) investigation summary was received on (B)(4) 2012. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR¿s comment: the benefit-risk relationship of the product is not affected by this report.